Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-52 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient went to the hospital due to feeling poorly, which was ultimately noted to be due to asynchronous pacing. Intermittent capture at maximum outputs, high thresholds, high impedance, and possible lead fracture were noted. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.